Event description:
Reported issue: skin staples bend easily, do not approximate the surgical incision sufficiently and imbed into incision making it di fficult to remove. No reported injury.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box lot# 73k2200553 investigation did not show issues related to the complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Teleflex will continue to monitor and trend related events.